Event description:
It was reported that the devices were used during a laparoscopic gastric bypass. The devices fired incomplete staple lines. Additional stomach was resected to create the pouch. The case was completed with subsequent firings of the same staplers.